Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x23mm xience alpine stent was unable to cross the moderately calcified lesion in the proximal right coronary artery. During removal, the xience alpine stent struts got caught with the guideliner and the struts became flared. A 3.0x22mm non-abbott stent was successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.